Manufacturer narrative:
Product event summary - (B)(4) - the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was also reported that there was noise and oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.